Manufacturer narrative:
(B)(4). Investigation summary -the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Complaint description: asr revision, asr xl, left. Reason(s) for revision : infection / metallosis / patient is alleging the asr implant reaction has caused chronic lymphocytic leukaemia. No patient demographics are required. **update** 18 dec - dor confirmed as (B)(6) 2014 as per (B)(6) update. * the 04 march 2015 - update - rcvd crawfords claim and scf - added surgeons name, reasons for revision: component loosening, pain, amended date of revision to correct date on scf - (B)(6) 2014. Rcvd stem information - this is a non depuy stem. - (B)(6). Update alert date 16th june 16.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.